Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 421 mg/dl. The customer did not have any symptom of hyperglycemia. The status of automode feature is unknown. Customer also stated that the received change sensor alert. Customer declined to troubleshoot for high blood glucose. The insulin pump will not return for analysis.